Event description:
A piece of the versa seal broke and disengaged into the pt cavity while the clip applier was being introduced through the cannula. Subsequently, the piece was retrieved from the pt cavity and the case was completed without further incident.